Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure and high pacing threshold. A chest x-ray was performed and showed the lead was pulled. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure and high pacing threshold. A chest x-ray was performed and showed the lead was pulled. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 impact code.

Manufacturer narrative:
Revision to the initial MDR in block h6 impact code.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure and high pacing threshold. A chest x-ray was performed and showed the lead was pulled. This rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that this lead was surgically explanted.